Manufacturer narrative:
The reported contact force issue was confirmed. The catheter did not display contact force when connected to the tactisys quartz unit. Additionally, damage to the outer shaft material was noted along the deflectable shaft and the braided shaft was visible through the outer shaft material. The device did not meet specifications during a shaft leak test due to an adhesive failure, consistent with fluid ingress and a loss of force data during the procedure. Log files indicated signal loss on optical fibers 1 and 2. The cause for the damage to the outer shaft material is consistent with potential sulfuric acid exposure during the stripping process.

Event description:
This report is to advise of exposed internal components found during analysis.